Event description:
A PERITONEAL DIALYSIS (PD) PATIENT CONTACT REPORTED TO FRESENIUS CUSTOMER SUPPORT THAT THE PATIENT PASSED AWAY AND IT WAS NOT PD RELATED. THE NURSE WAS ADVISED THAT THE PATIENT PASSED AWAY WHILE STILL CONNECTED TO THE CYCLER. IN ADDITIONAL FOLLOW-UP, THE PATIENT¿S PD NURSE STATED THAT THIS PATIENT HAD JUST BEEN RELEASED FROM THE HOSPITAL ON (B)(6) 2026. THE NURSE CONFIRMED THIS HOSPITALIZATION WAS DUE TO OSTEOMYELITIS OF THE PATIENT¿S RIGHT LEG WHICH IS UNRELATED TO DIALYSIS. THE NURSE STATED THAT ON (B)(6) 2026, THE PATIENT RESUMED HER REGULARLY SCHEDULED PD TREATMENTS WITH HER HOME CYCLER WITHOUT ANY ISSUES. IT WAS REPORTED THAT WITHIN 5 MINUTES OF STARTING THE DIALYSIS TREATMENT, THE PATIENT BECAME UNRESPONSIVE. THE NURSE REPORTED THAT THE PATIENT RECEIVED CARDIOPULMONARY RESUSCITATION (CPR) BY THE PATIENT¿S DAUGHTER AND THAT THE PATIENT WAS SUBSEQUENTLY BROUGHT TO THE HOSPITAL VIA EMERGENCY MEDICAL SERVICES (EMS) WHERE THE PATIENT WAS PRONOUNCED DECEASED. THE NURSE STATED THE EXACT CAUSE OF DEATH WAS UNKNOWN. THE PATIENT¿S END STAGE RENAL DISEASE (ESRD) DEATH CERTIFICATE WAS NOT AVAILABLE, AND THE PATIENT WAS REPORTEDLY DISCHARGED FROM THE CLINIC SYSTEM. IT WAS REPORTED THAT THE PATIENT¿S DEATH WAS SUSPECTED TO BE ASSOCIATED WITH A THROMBOSIS (BLOOD CLOT) IN THE SETTING OF ONGOING OSTEOMYELITIS. THE FRESENIUS CYCLER WAS WITH THE PD CLINIC AND PENDING RETURN TO MANUFACTURER. NO FURTHER INFORMATION WAS AVAILABLE.

Manufacturer narrative:
CLINICAL INVESTIGATION: A TEMPORAL RELATIONSHIP EXISTS BETWEEN PD THERAPY WITH THE LIBERTY SELECT CYCLER AND THE PATIENT BECOMING UNRESPONSIVE WITH SUBSEQUENT DEATH. BASED ON THE REPORTED INFORMATION, THE EXACT CAUSE FOR THE PATIENT¿S DEATH CANNOT BE DETERMINED. THE FRESENIUS CYCLER WAS PENDING RETURN TO MANUFACTURER AT THE TIME THIS CLINICAL INVESTIGATION WAS CONDUCTED. HOWEVER, CURRENTLY, THERE IS NO ALLEGATION OR ANY OBJECTIVE EVIDENCE THAT A LIBERTY SELECT CYCLER MALFUNCTION OR PRODUCT DEFICIENCIES CAUSED THIS EVENT. THE PATIENT HAD VERY RECENT HOSPITALIZATION FOR CONCOMITANT OSTEOMYELITIS OF THE LEG (NOT RELATED TO DIALYSIS). IT WAS REPORTED BY THE PATIENT¿S PD NURSE THAT THE PATIENT¿S DEATH WAS SUSPECTED TO BE RELATED TO THROMBOSIS (BLOOD CLOT) IN THE SETTING OF ONGOING OSTEOMYELITIS. THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A peritoneal dialysis (PD) patient contact reported to Fresenius Customer Support that the patient passed away and it was not PD related. The nurse was advised that the patient passed away while still connected to the cycler. In additional follow-up, the patient¿s PD nurse stated that this patient had just been released from the hospital on (b)(6) 2026. The nurse confirmed this hospitalization was due to osteomyelitis of the patient¿s right leg which is unrelated to dialysis. The nurse stated that on (b)(6) 2026, the patient resumed her regularly scheduled PD treatments with her home cycler without any issues. It was reported that within 5 minutes of starting the dialysis treatment, the patient became unresponsive. The nurse reported that the patient received cardiopulmonary resuscitation (CPR) by the patient¿s daughter and that the patient was subsequently brought to the hospital via emergency medical services (EMS) where the patient was pronounced deceased. The nurse stated the exact cause of death was unknown. The patient¿s end stage renal disease (ESRD) death certificate was not available, and the patient was reportedly discharged from the clinic system. It was reported that the patient¿s death was suspected to be associated with a thrombosis (blood clot) in the setting of ongoing osteomyelitis. The Fresenius cycler was with the PD clinic and pending return to manufacturer. No further information was available.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.